Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "bard® urological catheter - for urological use only. Warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to infl ate with stated ml of sterile water. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Female use only syringe of sterile water for balloon inflation refer to direct unit label for product content and gender specific use where applicable. Contains or presence of natural rubber latex. Caution: this product contains natural rubber latex which may cause allergic reactions. Single use only. Do not reuse. Do not resterilize this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Caution, consult accompanying documents. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Keep away from sunlight do not use if package is damaged. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations." (B)(4).

Event description:
It was reported that a patient had a catheter placed due to urine retention. During this time, the patient experienced hematuria, pain, bladder spasms, pink grey discharge, and stinging at the tip of the penis. The stinging, the patient attributes to the catheter being dry in that area and the urethra being the narrowest, so the stinging would be expected. The urologist suggested using polysporin. While this catheter was indwelling, the patient experienced very intense and painful contractions (bladder spasms) accompanied with a burning sensation that lasted about a minute and reoccurred every hour. The urologist informed the patient that the bladder spasms could be caused by either the catheter, or a urinary tract infection or both. After a week of placement, the catheter was removed and the contractions subsided. Eighteen hours following removal, the patient developed a fever and was hospitalized and placed on antibiotics. The patient was prescribed medication to reduce his bladder spasms. The patient was sent home after 7 hours. Per additional information, within 25 hours, the patient had to be catheterized with another catheter of the same make and model. While this catheter was in place, the patient experienced hematuria during a bowel movement which cleared in a few hours. The patient stated that the contractions (bladder spasms) has yet to occur with the second catheter. The patient cleanses the tip of the penis every few hours and then places a tissue at the tip of the penis. The patient has noted that the tissue is soiled from a drop or two of a pink-gray discharge. Upon return to the urologist, the urologist stated that ¿there could not have been anything wrong with this catheter¿ and that the patient¿s negative symptoms were due to his own body reacting. The urologist threw away the removed catheter. The patient had a bard silastic 33616 catheter placed as his third catheter. The patient was prescribed medication to reduce his bladder spasms.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that a patient had a catheter placed due to urine retention. During this time, the patient experienced hematuria, pain, bladder spasms, pink grey discharge, and stinging at the tip of the penis. The stinging, the patient attributes to the catheter being dry in that area and the urethra being the narrowest, so the stinging would be expected. The urologist suggested using polysporin. While this catheter was indwelling, the patient experienced very intense and painful contractions (bladder spasms) accompanied with a burning sensation that lasted about a minute and reoccurred every hour. The urologist informed the patient that the bladder spasms could be caused by either the catheter, or a urinary tract infection or both. After a week of placement, the catheter was removed and the contractions subsided. Eighteen hours following removal, the patient developed a fever and was hospitalized and placed on antibiotics. The patient was prescribed medication to reduce his bladder spasms. The patient was sent home after 7 hours. Per additional information, within 25 hours, the patient had to be catheterized with another catheter of the same make and model. While this catheter was in place, the patient experienced hematuria during a bowel movement which cleared in a few hours. The patient stated that the contractions (bladder spasms) has yet to occur with the second catheter. The patient cleanses the tip of the penis every few hours and then places a tissue at the tip of the penis. The patient has noted that the tissue is soiled from a drop or two of a pink-gray discharge. Upon return to the urologist, the urologist stated that ¿there could not have been anything wrong with this catheter¿ and that the patient¿s negative symptoms were due to his own body reacting. The urologist threw away the removed catheter. The patient had a bard silastic 33616 catheter placed as his third catheter. The patient was prescribed medication to reduce his bladder spasms.